Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the system power manager (spm) to correct the reported power issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had no power on the patient side cart (psc) and no leds on the charging status the customer had changed the power source and the tse had the customer hard power cycle the system, but the issue was the same. The tse told the customer that the issue was related to the psc power supply. The field service engineer (fse) would visit the site for part replacement. There was no reported injury.